Manufacturer narrative:
The samples were collected in 4ml edta tubes, stored at room temperature, and processed within 6 hours. Qc was run in the primary mode before the event, and results were within specifications. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced blood sample valve (bsv). The old bsv was dirty with dried blood. The fse ran four (4) different patient samples in auto then manual mode, and results were within specifications. The fse ran qc with passing results. The fse returned the instrument back to customer and advised to monitor on mode to mode results. Per conversation with customer, mode to mode is being monitored and it has been matching since the bsv was replaced. A clear root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the coulter hmx hematology analyzer with autoloader is still experiencing discrepancy in results between primary and secondary modes even after instrument servicing on (B)(4) 2011. The customer indicated that complete blood count (cbc) results; high red blood count (rbc) and low hemoglobin/mean cell hemoglobin calculation (hgb)/(mchc) with no instrument generated flags from the secondary mode were determined to be erroneous (erratic) when compared to results obtained from the primary mode. The customer is most concerned on variation in mchc. Data review also shows that some runs have low white blood count (wbc) (with no instrument generated flags) and high platelet (with instrument generated flags.) Patient results are provided in attachment. The samples were sent to sister site and run on a different instrument. The results obtained at the other laboratory were consistent with primary mode results. Erroneous results were not reported out of the lab. There was no death, injury or change to patient treatment as a result of the event.